Event description:
Consumer complaint of high control test results. Performed control test, result was 201 mg/dl, outside of the required control range of 88-120 mg/dl. Based on parkes error grid analysis, the bias between the control result given (201) and the lowest result that could be correctly obtained (88) is located in zone b/c. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: environmental testing conditions.

Event description:
Consumer complaint of high control test results. Performed control test, result was 201 mg/dl, outside of the required control range of 88-120 mg/dl. Based on parkes error grid analysis, the bias between the control result given (201) and the lowest result that could be correctly obtained (88) is located in zone b/c. No adverse event reported.